Event description:
The customer contact reported a delay of critical therapy due to a leak. The tubing set was to be used to deliver an unspecified blood product to the patient. At an unspecified time, the customer contact reported that the piercing pin of the tubing set was inserted into the administration port of the blood bag. At this time, it was reported that when the nurse spiked the unit of blood product, the spike of the tubing set punctured the container of blood product. It was reported that the container leaked and was not delivered to the patient. After an unspecified length of time, a replacement unit of blood product was obtained. At an unspecified time, the replacement unit of blood product was delivered to the patient. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.